Event description:
A durable medical equipment (dme) supplier reported an infant apnea monitor did not alarm during an apneic and cyanotic pt event on (B)(6) 2010. The dme reported that the caregiver of the infant was sitting next to her baby and noted the infant was cyanotic. The caregiver picked the infant up and called an ambulance. It was reported that the infant was taken to the hosp for observation and there was no pt harm. The MFR received the device for eval and did not confirm the customer's complaint of the unit not alarming. The apnea monitor was visually examined and tested by the MFR using a simulator in accordance with the smartmonitor 2 checkout procedure manual ((B)(4)). The apnea monitor detected and alarmed appropriately for simulated events and passed all required testing. The smartmonitor 2 was set up with a 20 second delay before recording apneas and a 20 second delay before annunciating and recording alarm for an apnea condition. The smartmonitor 2 was programmed with parameters that were appropriate for recording and alarming for respiration and heart rate events during infant monitoring. The apnea monitor's memory data was downloaded and analyzed by trained associates. The downloaded memory revealed the apnea monitor was in use from (B)(6) 2010. During that time, there were 13 recorded pt events. There was no pt event recorded on the date of the alleged event, however, all recorded pt events were associated with audible and visual alarms. The smartmonitor 2 device is not intended to be used to monitor pts for cyanosis and has no capability to do so. The smartmonitor 2 parents' guide ((B)(4)) states in the indications for use: "the smartmonitor 2 is intended for use in continuous monitoring of heart rate and respiration of infant pts in a home, hosp or portable environment. Its primary function is detection of central apnea. Its secondary function is measurement of heart rate." The smart monitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parents' guide ((B)(4)) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity."

Manufacturer narrative:
There was no report of death or serious injury, and the MFR was not able to confirm the allegation of alarm failure during a pt event. The monitor passed all required testing and detected and alarmed appropriately for simulated events. Based on all available info, the MFR concludes that the device does function to specification and that no further action is appropriate.